Event description:
Customer called to report a pod which she did not think was delivering insulin correctly. Her bg and bolus history were as follows: 3: 16p - bg 199, 1.7u; 5: 15p - bg 448, 5.8u bolus, 3u by injection; 5: 35p - bg 416; 6p - bg 438, removed pod. She reported that the infusion site on her abdomen was wet. She was able to activate a new pod successfully. No further problems reported.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the lubrication on the seal that the needle passes through, was insufficient. This resulted in damaging the soft cannula which prevented the cannula from extending fully and may have allowed the cannula to come out of the infusion site. This would result in the wetness she noted at the infusion site. The product user guide instructs the user to check their insertion site to assure proper insertion of the cannula. It also instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release, and no product that failed to properly deploy.